Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the low impedances was not determined. The low impedances have not been resolved. Actions/interventions included a head and neck x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had low impedance on contact 4/7 when testing at 0.7 v showing 61 ohms. No patient symptoms or further complications were reported as a result of this event.